Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. A transmission was dated 2001 when the device was implanted in 2019. No changes were made. The patient was stable throughout.